Manufacturer narrative:
B3 date of event is approximate. Year of the event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported the ins is depleting very fast in an hour and half the ins goes from 100% to 30% then 0% and this has been going on since 3 months ago and its getting worse. Agent reviewed setting and usage and recommend patient consult with their managing provider's office for next step. No symptoms were reported.